Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment for bridge were placed in ada site 12 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain and the implant's mobility. Occlusal overload has occurred. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment for bridge were placed in ada site 12 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain and the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment for bridge were placed in ada site 12 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain and the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.